Manufacturer narrative:
Additional information can be found in the following fields: a2, a3, a4, b1, g3, g6, h1, h2, h6, h10. On 30-june-2021, intuitive surgical, inc. (Isi) received additional information related to the reported event. There was only one fragment from the instrument that fell inside the patient, the distal tip of the large suturecut needle driver. The fragment was retrieved during the same procedure using a grasper, and no additional tests or procedure were required. The instrument was reportedly inspected prior to use, and no issues were identified. The instrument was in use for "not long" and worked as expected prior to the breakage, which occurred while grasping a suture. There were no instrument collisions. The instrument was removed mid-procedure, and the wrist was straightened at the time. The surgeon suggested that the breakage was potentially due to over use of the instrument or weak distal tips. The customer provided an image of the broken piece from the large suturecut needle driver. A review of the provided image is consistent with the allegation of a broken piece from the large suturecut needle driver. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Isi has not received the large suturecut needle driver for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk0736. The large suturecut needle driver had 1 use remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that an instrument broke during a surgical procedure and a piece (or pieces) fell inside the patient. It is unknown if the fragments were retrieved or of any fragments were retained inside the patient. The outcome of the surgical procedure and the cause of the instrument breakage also remain unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the large suturecut needle driver broke and a piece fell off inside the patient. It was unknown if the fragment was retrieved from the patient's anatomy and the procedure outcome was not provided. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.